Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the capture window of the firstpass fell off. All broken pieces were removed from the patient. The procedure was successfully completed without surgical delay. It is unknown if there was a smith and nephew. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The returned suture capture is not deformed or broken. Bio debris is present. A functional evaluation was performed on the returned device and found that pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.